Event description:
The patient had a bad fall a couple of weeks prior and experienced a return of leg pain. She thought the leads had possibly moved. The patient could not adjust the stimulation. The batteries in the programmer were changed with no effect. The programmer was replaced. The outcome is unknown. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).